Event description:
It was reported that the pt underwent acdf at c3-7 with the use of rhbmp-2/acs. Approx 3 days post-op, the pt was readmitted due to swelling and given IV steroids.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.